Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter ruptured during the "50 ml" intravenous pump of "iohexol" after the patient was taken to the radiology department for an enhanced CT. The following information was provided by the initial reporter, translated from chinese to english: "when the patient was taken to the radiology department for enhanced CT, the catheter was ruptured during the 50 ml intravenous pump of iohexol injection."

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9239030. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, sample could not be obtained for evaluation and testing; without the ability to investigate the affected unit our quality engineers were unable to confirm the root cause for this complaint, however based on the provided event description the most likely root cause is related to the use of high pressure during injection . The bd intima-ii is an infusion only device and is not rated for high pressure injections. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter ruptured during the "50 ml" intravenous pump of "iohexol" after the patient was taken to the radiology department for an enhanced CT. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the patient was taken to the radiology department for enhanced CT, the catheter was ruptured during the 50 ml intravenous pump of iohexol injection."